Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed flow test three (3) times. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
H2) device evaluation: d3 manufacturing establishment name updated. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump gave a value below the standard range at 17ml during delivery accuracy testing. The cause of the customer reported problem was device sensor calibration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative adjusted the device sensor calibration as a corrective measure, and the pump passed all functional tests and performed as intended after repair.